Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. Attempts to gather additional information on (B)(6) 2013 have not been successful. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the catheter broke during an angiographic procedure. No additional information has been provided by the user. No harm or injury was reported.